Manufacturer narrative:
The returned product consisted of the agent balloon. A visual inspection showed no issues. A microscopic inspection showed a pinhole at 4mm distal to the distal markerband. The device was attached to an encore inflation device. An attempt was made to inflate the balloon, however the balloon could not inflate. It is possible that interactions of the balloon with the lesions anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the pinhole noted in the balloon at 4mm distal to the distal markerband. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that a balloon rupture occurred. An agent us mr 3.50 x 20mm was selected for treatment of the target lesion. During the procedure, as the balloon was initially inflated it burst. Another of the same device was used to successfully complete the procedure, and there were no patient complications.

Event description:
It was reported that a balloon rupture occurred. An agent us mr 3.50 x 20mm was selected for treatment of the target lesion. During the procedure, as the balloon was initially inflated it burst. Another of the same device was used to successfully complete the procedure, and there were no patient complications.